Event description:
The manufacturer received information alleging a ventilator has a power failure. There was no harm or injury reported. The device's power supply and system board were replaced to address the issue.